Event description:
A patient with sickle cell disease had a subclavian infuse-a-port. On recent infusion, there was pain at the level of infuse-a-port chamber. Radiograph demonstrates fragmented tubing, which has migrated into the right ventricle and pulmonary outflow tract/pulmonary artery. Percutaneous foreign body retrieval is requested.======================manufacturer response for vascular access port, vascular(per site reporter)======================will provide mfg with copy of this report.